Event description:
Note: this manufacturer report pertains to the second of two events that occurred during the same procedure. Refer to MFR report #3005099803-2008-04591 for a description of the first event. According to the complainant, the physician was unable to "get good bowing from the" second hydratome rx autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. The 2008 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome is included in the jagtome product family.